Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process..

Event description:
The account generated an elevated potassium of 8.6 mmol/l on a patient sample processed on the architect c4000 analyzer that repeated in the normal range. No impact to patient management was reported. No specific patient information provided.

Manufacturer narrative:
The abbott field service representative (fsr) noted dirty cuvettes during troubleshooting. The fsr cleaned the cuvettes and determined cuvettes were the likely cause for the erratic results. There were no additional erratic results reported on the analyzer after the cuvettes were cleaned. An instrument service history review confirmed no additional erratic or discrepant results were reported on the analyzer. A review of 12 months of data for cuvettes identified no adverse trend. A review of the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. The architect system operations manual provides adequate information, troubleshooting, component replacement procedures and maintenance concerning erratic/ discrepant results including, but not limited to, the troubleshooting performed by the abbott field service representative (cleaning the cuvettes). Based on the available information, no deficiency was identified.